Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states that fluid is leaking just below the hub where the catheter is joined. The uvc was inserted on (B)(6) 2012 and secure with tape. The customer states that upon placement, and x-ray was taken to verify placement. The uvc was removed on (B)(6) 2012 and was not replaced. The pt status is critical, unstable.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.